Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that on (B)(6) the patient broke out in hives pre-acutely on both sides, both buttocks and top of their thighs. The patient stated they spoke with their healthcare provider (hcp) and manufacturer representative (rep) who referred them to their family doctor and dermatologist who thought they may be allergic to titanium. The patient wondered if the rep had a titanium allergy patch or test available to have their doctor test them to confirm if that was the case and if the manufacturer has had the same situation in the past how it was handled. The patient was redirected to their hcp to further address the issue. The patient added they didn't want to lose the device because it had given them their life back and it was giving them 90% relief. The patient requested to talk to their rep about it. An email was sent to the rep. Additional information was received from the patient on (B)(6)2025. The patient called back to ask for tests to the possible allergy to titanium. The patient requested to escalate the situation since they kept being redirected between the manufacturer and the hcp, and they could present a severe allergy that could be dangerous. Physician listings were sent to the patient to see if a different hcp could help them. The case was escalated to a manager. Additional information was received from the patient on (B)(6)2025. They called back to report they spoke with a rep who was working on the situation. The patient said the reaction started with hives in their buttock and lasted for a week. The patient said the following week their face got hot and they had rosacea. The patient said they were given epipens. The patient stated they had a sinus infection and double ear infection. The patient stated they were working with their insurance to find an allergist. The patient said they kept being directed to contact the manufacturer for a titanium test strip. It was reviewed multiple times with the patient that the manufacturer did not have the test strips to provide. It was also reviewed with the patient that the manufacturer did not have a list of allergists to refer them to.